Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is not recognizing the size of syringe. Calibration is not possible as it can't identify the size of the small or large slug. No additional information provided. Patient involvement is unknown.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump is not recognizing the size of syringe. Calibration is not possible as it can't identify the size of the small or large slug¿ was confirmed. The problem was caused by mainboard failure. The investigation found invalid syringe size, motor not running alarm; bottom left corner of top case cracked, bottom case broken and left plunger case cracked. The actions taken because of the investigation¿s findings are unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.